Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
On 20-sept-2019, literature article entitled: ¿the effect of sacrificing the posterior cruciate ligament in total knee arthroplasties that use a highly congruent polyethylene component¿ by benjamin m. Stronach, ms, md, jeremy c. Adams, md, larita c. Jones, phd, sean m. Farrell, ms, josie m. Hydrick, rn; published by the journal of arthroplasty 34 (2019) was reviewed for MDR reportability. The study¿s objective was to determine if there was a difference in range of motion and need for revision due to instability between patients with pcl sacrifice versus retention when using a tka with a highly congruent polyethylene insert. The models of prostheses used include attune tkas implanted by one surgeon from november of 2013 to january 2016 with a fixed-bearing, highly congruent polyethylene component without a post. The study identified the following to be adverse outcomes, specific patient identifying information was not provided, therefore, these outcomes will be captured together: femoral component loosening, adhesions, decreased range of motion, manipulation under anesthesia, revision / surgical intervention.